Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck had a reverse funnel, and calcium at origin of right renal artery. No complications at time of the index procedure. The patient returned for a follow up appointment and the angiogram revealed limited blood flow into the renal artery. It was reported that a recent CT confirmed that there was less blood flow through right renal artery and a small dissection area in left external artery. The physician attempted to restore the blood flow to the right renal artery however was unsuccessful. The physician implanted a 10x20 stent in left external and successfully resolved the dissection. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.